Event description:
Patient was being intubated with tapergard subglottic endotracheal tubes. Cuff did not hold air, so patient needed to be reintubated. Unclear if this is an equipment failure or anatomy issue.